Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter was used in the bile duct during a cholangioscopy procedure. The procedure date is unknown. According to the complainant, during the procedure, while they were visualizing the bile duct, the image of the spyscope ds ii disappeared approximately 10 minutes into the procedure. Reportedly, they reattached the spyscope ds ii and the controller several times, the image was poor at first and then eventually disappeared. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.